Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and two of these samples contained an air bubble. Air bubbles in gel can occur when air pockets are present in the gel material or if air is introduced during the dispensing process. There are procedures in place to minimize air bubbles, including purges to reduce air in the lines and inspections to decrease the release of tubes with air bubbles. If small bubbles are present in gel products during sterilization, they can enlarge due to heat. Gel bubbles are considered a minor defect and the defect rate is within acceptable quality limits, so no further action is required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.